Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25013179 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: tubing opened, connected, and primed with patient's medication. Tubing was slow to prime.